Manufacturer narrative:
The complaint states while turning the inserter left to right to get the cup down into the socket, the clip that locks the cup in place broke off. A second inserter was used and the clip broke off again. A third inserter was opened and was found to already have a broken locking mechanism, which is believe to have broke during sterilizing. The investigation could not confirm the complaint as no device was returned. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-193427 (dwg-106984) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-101743-fde and concluded that there are no outstanding actions identified. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While turning the inserter left to right to get the cup down into the socket, the clip that locks the cup in place broke off. A second inserter was used and the clip broke off again. A third inserter was opened and was found to already have a broken locking mechanism, which is believe to have broke during sterilizing.